Event description:
On 04/18/2025, it was reported by a sales representative via (B)(4) that a 1238-100 targeting module jig cracked. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 1238-100 batch 212568 was received for investigation. Functional testing was not performed. The device was received broken. Visual inspection found that the device has a crack on the connector. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device manufacturing date is 2021. The complaint allegation was confirmed. Refer to the investigation pictures.